Manufacturer narrative:
Concomitant medical devices: product ID: product type: programmer, physician .

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving morphine with a concentration of 5 mg/ml with an unspecified dose via an implantable pump. The pump was implanted on (B)(6) 2016 and the patient did well and per day dose was increased as the physician requested. The patient scratched her wound open one week ago, approximately (B)(6) 2016, and was taken back to theatre to close the wound again. Since then she was increased once. The dose was increased yesterday with 0.25 mg per day. The dose per day was then at 4.0mg/day. The physician asked for the dose to be decreased as the patient was not feeling well. When the pump was interrogated the pump showed stopped pump, pump shut off for 18:53; stopped motor. The representative had performed the settings on the (B)(6) and the pump was not stopped on command but yet the log showed it did. The representative thought it might have been a human error but when the representative "went back to yesterday" the interrogation showed that the pump was increased at simple continuous and no pump was stopped. There was inquiry to what could have caused this. The physician was notified and the physician requested to put the patient on a 3 mg/day dose. The pump session from (B)(6) 2016 at 10:35 noted the pump was last changed on (B)(6) 2016 at 12:41. The pump was delivering morphine 5 mg/ml at simple continuous at 3 mg/day. The estimated elective replacement indicator (eri) was 78 months. The pump was increased during that session 16% to deliver 3.4959 mg/day. No error messages were observed on that session report/log. The representative further reported on (B)(6) 2016 that on all the history it did show that the pump was switched off. Additional information was requested to clarify the reported details.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event.

Event description:
Further information from the health care provider was shared and on (B)(6) 2016 the representative reported that the problem was established. When interrogating the pump and doing any changes "updating the pump and taking of the doggle before update has occurred the pump stops automatically". This was reported as a human error. The event date at this time was reported as (B)(6) 2016. There was no medical history of this patient and the patient was not harmed or injured by this event. The patient was reported as doing well. The age and gender were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.